Event description:
The customer reported approximately 4 ml of clear fluid leaked from the aspiration probe rinse block of a coulter act diff 2 analyzer. The leak occurred when the probe was retracting and the leak was not contained within the instrument. The instrument operator was wearing a lab coat and gloves when the leak occurred. There were no reports of biohazard exposure to the leak. There were no erroneous results generated in connection with this event.

Manufacturer narrative:
Beckman coulter (bec) customer technical support (cts) troubleshooted the instrument with the customer via telephone. The customer stated the path from the probe-wipe to the vacuum isolator chamber (vc01) would be flushed and would call back if further assistance was needed. The customer did not report any further issues. Beckman coulter (bec) field service was not dispatched to the site. Bec internal identifier for this report is (B)(4).